Event description:
Pt complained of pain around the implant pocket. The physician planned to move the device to the other side. However, during the explant, the physician questioned the pt's need for a device and the whole system was removed. There are no complaints associated with the functionality of this device.